Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, and cracked case near the display window corners noted during visual inspection. Unable to prime during the prime alarm test and motor error alarmed during occlusion test due to moisture damage noted in the force sensor resistor. The motor tested ok. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.